Manufacturer narrative:
No data files were provided and no product was returned for evaluation. Per the operator manual, when a "check pads" message is present, the unit will not deliver energy. During rf ablation procedures, the zoll r series may intermittently display "check pads" or "poor pad contact" messages due to electrical interference from the electrosurgical equipment, which can temporarily affect pad impedance measurements. The reported behavior is consistent with ablation energy activity and is expected to resolve once ablation stops, with normal defibrillation function restored. The device remains capable of delivering therapy when required conditions are met. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 39-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.